Event description:
During second stage laparoscopy, the surgeon inserted the 5mm trocar during the second puncture wounds were closed, a general surgeon was called in on consult. An exploratory lapartory laparotomy was performed. It was noted that: 1) the sigmoid colon was perforated, and 2) the patient possessed numerous adhesions. The perforation was closed, a lysis of adhesions was performed, and the abdominal cavity was irrigated with antibiotic solution. Penrose drains were inserted and the incisioon was closeddevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: other, invalid data. Results of evaluation: inherent risk of procedure. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device discarded. Invalid data - on device destroyed/disposed of status.